Event description:
It was reported, the surgeon was using a proximal lateral tibia plate (on pt's left side) and the locking screw bound up halfway through the plate and the plate and screw had to be removed as a result. Surgeon used a new plate and screw and completed the case without any delay or adverse consequence to pt or user. The screw and plate will be returned - hospital "decon".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional device: 437304 proximal lateral tibia plate ts axsos for left tibia 4 hole/l121mm lot# unk.